Event description:
PICC device was placed in 2008. Six days later, pt reported soreness in the arm in which the PICC was located. When the PICC was removed, a small tear in the catheter was discovered at approx. The 6 cm, marker, located inside the pt. The PICC was replaced and it was reported that no serious injury to the pt resulted from the event. The used device has been returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The used catheter has been returned for eval, however, the device analysis is not yet complete. Upon completion of the investigation, a follow-up medwatch will be submitted.